Event description:
It was reported that the pump's usb port was damaged, requiring the customer to wiggle the usb cord to have the pump charge. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.